Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.

Event description:
It was reported that the autopulse platform displayed a user advisory 07 (discrepancy between load 1 and load 2 too large). It was also reported that autopulse indicated to reposition pt and experienced low run times. Add'l details were requested by MFR; however, none were provided. No adverse pt sequelae was reported.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 07/24/2013 for investigation. Investigation results as follows: evaluation of the returned platform confirmed the reported problem of ua07 (discrepancy between load 1 and load 2 too large). The archive file shows that numerous ua7 faults occurred between (B)(6) 2013 because the load cell was defective. The load cell was replaced to remedy the reported fault. Customer's complaint of "short run times" could not be duplicated during testing. The platform ran with a test battery for 20 minutes and 10 minutes with a large resuscitation test fixture (lrtf) with no faults observed. The platform passed final test.